Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she noticed that the strings on 20 to 25 tampons from the box were half their normal length. She did not use any of the affected tampons.